Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus korea co., ltd. (Okr) for evaluation. Omsc confirmed that the brush came out of the channel from the photos sent by okr. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused because the cleaning brush was damaged during reprocessing due to deterioration and a portion of the damaged cleaning brush was caught inside the device. When using a cleaning brush or endotherapy accessory, the cleaning brush remaining inside the device may have been pushed and come out. The instruction manual provides the method for detecting the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the up/down angulation control knob was not properly fixed due to deterioration of the friction plate. The up direction of the angulation and the angulation of the up/down angulation control knob were out of the standard due to the wear of the angle wire. There was a gap in the adhesive of the bending section rubber. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, foreign material exited from the channel of the device. There was no report of patient injury associated with the event.